Event description:
It was reported that an unspecified sensor issue occurred. Date of event is an approximation. On (B)(6) 2024, the patient experienced an unknown sensor issue which occurred on an unspecified day after the sensor had been inserted (sensor location unspecified). The patient reported that he was hospitalized due to the dexcom device, however, refused to provide dexcom with any further event details. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.